Event description:
Falsely elelvated troponin I results were obtained on 3 pts' samples. The results were reported to the physician. The samples were retested and negative results were obtained. The pts were admitted to the hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elelvated troponin results was a loose hm wash probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a loose hm wash probe. The malfunction was resolved after the customer corrected the problem with guidance from a siemens healthcare diagnostics, inc technical solution center representative. The instrument is performing within specifications.

Event description:
Falsely elelvated troponin I results were obtained on 3 pts' samples. The results were reported to the physician. The samples were retested and negative results were obtained. The pts were admitted to the hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elelvated troponin results was a loose hm wash probe.

Event description:
Falsely elelvated troponin I results were obtained on 3 pts' samples. The results were reported to the physician. The samples were retested and negative results were obtained. The pts were admitted to the hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elelvated troponin results was a loose hm wash probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a loose hm wash probe. The malfunction was resolved after the customer corrected the problem with guidance from a siemens healthcare diagnostics, inc technical solution center representative. The instrument is performing within specifications.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a loose hm wash probe. The malfunction was resolved after the customer corrected the problem with guidance from a siemens healthcare diagnostics, inc technical solution center representative. The instrument is performing within specifications.